Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed, and no cut line started)? No. Was the firing cycle completed? Yes. Was the device locked on tissue with the jaws closed? Yes. Were the jaws eventually opened using manual override? Yes.

Manufacturer narrative:
(B)(4). Batch number: r57l7a. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Was the firing cycle completed? Was the device locked on tissue with the jaws closed? Were the jaws eventually opened using manual override?

Event description:
It was reported that could not return blade. During the hepatectomy, after fired, found could not return blade. The surgeon pulled the knife reverse button several times but could not return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.